Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had hardware low level failures alarm. The customer¿s blood glucose unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly.